Manufacturer narrative:
Concomitant medical products: tibial insert (cat# 204-22-09), tibial tray (cat# 200-04-23). Device evaluated by MFR: as reported by the exactech knee replacement study, approximately five years post tka, the patient experienced an infection. Patient is taken to the second time of review on (B)(6) 2019, a procedure without complications, discharged on (B)(6) 2019 continues antibiotic. The event is not related to the device or the procedure. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.

Event description:
As reported by the exactech knee replacement study, approximately five years post tka, the patient experienced an infection. Patient is taken to the second time of review on (B)(6) 2019, a procedure without complications, discharged on (B)(6) 2019 continues antibiotic. The event is not related to the device or the procedure.